Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that during recapture of the tapered tip, the proximal stent fractured resulting in a type 1 endoleak. After deployment of the stent graft, it was difficult to recombine the tapered tip with the graft cover. Some friction was felt during recapture. The physician did follow the IFU; however, there was severe angulation of the proximal neck. It was reported that to resolve the type 1 endoleak, an aortic cuff was used. No additional clinical sequelae were reported, and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (severely angulated neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated neck).